Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged to the coronary sinus when slitting the outer catheter. The helix was visually checked and was attempted to be implanted again. At that point, deformation of the helix was noted. The lead was not used and a new s-shaped lead was implanted. No patient complications have been reported as a result of this event.